Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 500-600 mg/dl and moderate ketones. Cause of high bg was not known. Customer administered a bolus via the pump to address the issue. Customer was admitted to the hospital and treated with intravenous fluids of saline and insulin. Customer was discharged 15 days later with no permanent damage. Tandem technical support reviewed pump logs and confirmed that pump was functioning as intended.